Event description:
Event description guidant received information that this pacemaker was pacing at a high rate while the patient was at rest. The high rate pacing terminated when the accelerometer feature was programmed to off. The device was included in the bounded population as described in recent safety communications regarding a hermetic sealing component in the device header. The device was explanted and successfully replaced.